Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that impedances were out of range. The outcome was ongoing with no further action needed. No actions were taken as an intervention. Diagnostic methods included device interrogation which showed impedances greater than 10,000 ohms on pole 4. The etiology was noted as related to device or therapy and not related to the procedure. The device etiology was noted as extension 1, extension 2, and lead 1. No signs or symptoms were reported.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was not applicable pertaining to the device or therapy. The etiology was noted as not related to the procedure. The etiology was noted as related to the extensions and lead.

Manufacturer narrative:
Concomitant medical products: product ID 39565, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that there were some contacts "out of range" on patient's implantable neurostimulator (ins) based on 1 report dated (B)(6) 2015. No adverse events were reported in the event. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).